Manufacturer narrative:
Updated fields - b4, d9 device available for evaluation and date return to manufacturer, e1 event site telephone, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: d1, d4 version number, initially serial number should have left empty, catalog, UDI number, expiry date, e1 event siteaddress, h4, h6 medical device problem code the iab was returned with the membrane completely unfolded. No blood was visible on the catheter. The one-way valve was also returned. The guide wire was not returned for evaluation. A kink was observed on the catheter tubing approximately 76.2cm from iab tip. No kinks were detected in the inner lumen of the returned iab. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Event description:
It was reported by customer that during use of intra aortic balloon, when attempting to insert the catheter into the sheath over the guidewire, the guidewire could not be inserted approximately 20 cm from the tip of the balloon. It was determined that there was an abnormality in the guidewire lumen approximately 20 cm from the tip of the balloon, and an alternative iab catheter, the trp4046, was inserted without any problems, allowing the catheter to be inserted over the guidewire. There was no injury or harm reported.

Manufacturer narrative:
This event occurred on the japanese market with a transray 40cc iab, which is a significantly similar device to sensation or 40cc which is sold in the us. For d4: di number has been used for sensation 40cc (B)(4). Which is sold in the USA. Provided d4 lot number, d4 expiration date, and h4 device manufacture date corresponding to transray device involved in the event, which is not available in USA. Due to character limit in the e1 section full initial reporter name is hiroaki hagiwara. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).